Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. It was unable to confirm the facility. No site visit was conducted. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that there was a recurring issue with the smoke evacuation pulling too much and causing a drop in pneumo while cauterizing. There was no reported patient harm.